Manufacturer narrative:
.

Event description:
The caller reported that while the customer was using his coaguchek xs (serial number (B)(4)) the customer obtained results of 4.5 inr and 4.0 inr from samples on different fingers within minutes of each other. Two hours later a result of 2.9 inr was obtained from a laboratory sample with a dade innovin reagent. Two days later on (B)(6) 2016, the same customer obtained the results of 3.8 inr compared to 2.5 inr on the same coaguchek xs. The tests were taken within minutes of each other. The customer used separate fingers for each of the samples. There was no changes made in the customer's medication based on any of the results. The customer is not on heparin or any direct thrombin inhibitors. The customer does not have any antiphospholipid antibodies. There were no changes in the customer's diet. The customer's therapeutic treatment range is 2-3 inr. It was reported that the customer was feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 200784) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.

Manufacturer narrative:
The customer did not return the suspect strips. The coaguchek xs meter (serial number (B)(4)) was returned. The returned meter & reference meters were tested with current masterlot. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. A specific root cause for the event could not be determined as the strips were not returned for investigation.